Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error and insulin pump error. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer reported that they received the open book image on the insulin pump screen. Customer did report insulin pump error prior to open book image on the screen. Customer stated that battery died and put a new battery in and started coming up with critical pump error. Customer was unable to clear the alarms. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to force sensor flex tail not properly plugged in. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify frozen screen and pump error 55 due to critical pump error.